Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was part of an attempted implant procedure. The physician could not get the guidewire to come out of the lead and had difficulty to get the lead positioned. Additional information indicated that the lead had to be pulled back to straighten out the guidewire. The physician had difficulty positioning the lead due to the patient's anatomy. This lv lead was never in service. No adverse patient effects were reported.